Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "scan again in 10 minutes" error message with the freestyle libre sensor. The customer subsequently experienced symptoms of "sweating, tremor in legs, and loss of orientation." The customer was reportedly unable to self-treat, and was treated by her son with oral glucose gel. There was no report of death or serious injury associated with this event.

Event description:
The customer reported a "scan again in 10 minutes" error message with the freestyle libre sensor. The customer subsequently experienced symptoms of "sweating, tremor in legs, and loss of orientation." The customer was reportedly unable to self-treat, and was treated by her son with oral glucose gel. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no failure modes were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed and all results were within specification. No malfunction or product deficiency was identified. Section d4 (expiration date) was updated based on DHR attachment.